Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the procedure on (B)(6) 2025, high capture threshold was noted on the right ventricle (rv) lead. Despite multiple attempts, the lead was not used and the physician elected to complete the procedure with a different lead. The patient was discharged after the procedure in stable condition.